Event description:
Customer returned sensor to codman in 2000 with report that "this codman sensor broke in two when the patient pulled off their head dsg. The tegaderm was intact and the distal part of the senosr still embedded in the skull. The sensor broke of right above the tegaderm".